Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg (r1). Approximately 1 yr and 8 months post index procedure the patient suffered claudication of the right sfa - 75% stenosis in the r1). The investigator assessed that the event is possibly related to the study device and not related to the procedure or drug. The patient was treated with a non mdt balloon. Outcome was resolved.

Manufacturer narrative:
Additional information received: cec have adjudicated that the claudication of the right sfa was related to the device and not related to the procedure or drug.